Manufacturer narrative:
Product ID: 3389-28, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013,product type: extension. (B)(4).

Event description:
The patient¿s device was tested four days post implant and impedance issues were found. Impedance measurements with contact 3 was greater than 40,000 ohms and contacts 8 and 11 were 62 ohms. The doctor was going to try with reprogramming the therapy first. There were no symptoms reported. It was confirmed that the patient¿s doctor wanted to test some other programs. Currently everything was in ¿order¿ with the patient. Additional information has been requested.